Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 correction: e1 (phone number), e2, e4 (remove email) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned device and photo noted one partial suture and one needle, placed within a breathable pouch. The needle was disengaged from the suture. Upon microscopic inspection, instrument marks were noted near the swaged end of the needle. The needle swage was also noted to be full of suture material. The suture was broken. It was reported that the needle detached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue can occur when the needle is not held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends, breaks or damage the connection between the needle and suture. The evaluation detected an unreported condition: the needle was bent. A visual inspection of the returned device and photo noted that the needle was bent at approximately 3/4 of the needle's length from the tip. Tool marks were observed near the bend site. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopy-assisted myomectomy, on the process of suturing to close the uterine fibroid cavity with continuous stitching technique, the needle and thread broke. Another device was used to complete the case. There was no patient injury.